Event description:
Reporter stated that the backrest broke above the second hole on the back post. End user fell backwards and received a few scrapes. User is okay. Eleven days following the reported event, reporter stated that user is going to get x-rays.

Manufacturer narrative:
Evaluation pending return of product.